Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly from femoral marker to the distal end. There was damage observed on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. The 3.5mmx28mm, 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca) #2. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for viewing. Pre-dilation was performed and a non-bsc stent was deployed at the distal side of the lesion and another non-bsc stent was deployed at the proximal side of the lesion. It was noted that the stents were dilated enough. The opticross imaging catheter was then used to observe the lesion. After that, an attempt to remove the opticross imaging catheter from the patient was made; however, the guidewire exit port of the ivus catheter got stuck at the distal edge of the non-bsc stent which was deployed at the proximal side of the lesion. Parallel technique was then performed and the ivus catheter was removed successfully from the patient;however, the non-bsc stent got deformed or shortened. The deformed non-bsc stent was treated with another non-bsc stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. The 3.5mmx28mm, 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca) #2. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for viewing. Pre-dilation was performed and a non-bsc stent was deployed at the distal side of the lesion and another non-bsc stent was deployed at the proximal side of the lesion. It was noted that the stents were dilated enough. The opticross imaging catheter was then used to observe the lesion. After that, an attempt to remove the opticross imaging catheter from the patient was made; however, the guidewire exit port of the ivus catheter got stuck at the distal edge of the non-bsc stent which was deployed at the proximal side of the lesion. Parallel technique was then performed and the ivus catheter was removed successfully from the patient;however, the non-bsc stent got deformed or shortened. The deformed non-bsc stent was treated with another non-bsc stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.